Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: implant sizes and lot number are not known.

Event description:
The patient had left side si joint arthrodesis in 2016 where three implants were placed. After a six month period of pain relief, the patient reported a recurrence of pain symptoms. The surgeon believed that the implants may be loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all of the implants. The first explant was solidly fixed in bone and required considerable effort to remove using chisels. He then placed wider implants of a similar type in the explant holes. The surgeon performed routine testing for infection but has not responded to requests for the results of the testing. Medical evaluation of this case suggests that it is unlikely that the patient had an infection.

Manufacturer narrative:
Note: corrected submission name. Was originally submitted as 3007700286-2016-00044-1 with incorrect year in submission name. Patient is believed to have had an additional revision surgery to remove and replace implants from the previous revision procedure from (B)(6) 2017. The performing surgeon has not responded to requests for information about this case.

Event description:
Patient is believed to have had an additional revision surgery to remove and replace implants from the previous revision procedure from (B)(6) 2017. The performing surgeon has not responded to requests for information about this case.